Manufacturer narrative:
Concomitant medical products: ethicon-proximate linear cutter with titanium staples, product ID: tlc75, (lot# r40j74), exp. Date 2023-05. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after the implant, the patient experienced hernia recurrence, acute urinary retention, scrotal edema, hematoma, and pain/discomfort. Post-operative patient treatment included orchiectomy.